Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer agreed that the presence of the foam on the reagent or specimen surface was the most likely cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys probnp ii immunoassay result for one patient sample. The initial result was >35000 pg/ml. The instrument automatically repeated the sample with a 1:2 dilution and the result was 13 pg/ml. The customer suspected the result was incorrect and manually repeated the sample with a result of 41798 pg/ml. This result was believed to be correct. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer cleaned the sample and reagent probes. The root cause was suspected to be foam on the reagent or specimen as the issue did not occur frequently.